Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the lot number of the echelon was 0230380627.

Manufacturer narrative:
Continuation of d10: product ID apb-1.5-2-hx-es (229050161); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil and echelon catheter encountered resistance. The axium coil was found damaged and fractured. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the left anterior cerebral artery a1 segment with a max diameter of 2.3 mm and a 2.1 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was severe. It was reported that the axium spring coil was deformed and there was resistance when retracted into the echelon microcatheter. After the echelon microcatheter was positioned, the operator began to deliver coils. The first coil (apb-2-4-3d) was successfully packed and detached. For the second coil (apb-1.5-2-hx-es), significant resistance was encountered during packing, and the coil herniated into the parent artery. The operator retrieved the coil and attempted to redeploy it; there was noticeable resistance when the coil was withdrawn into the microcatheter. After pushing it out again, it was still difficult to pack the coil into the aneurysm. Another attempt was made to retrieve the coil into the microcatheter, but significant resistance persisted. The operator was concerned about possible coil stretching and therefore removed the coil from the body. Upon inspection, deformation and fracture were observed at the proximal end of the coil. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Event description:
Additional information received reported that the cause of the resistance/coil damage was not determined. The resistance was in the distal part of the catheter. The coil had come out of the introducer sheath smoothly. A continuous saline flush was administered and maintained as indicated in the IFU. There was no kink/damage observed to the catheter. There were no issues that resulted in the damage that was found. No detachment attempts (instant detacher or manual method) were made. There was no kink/damage observed on the pushwire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.